Manufacturer narrative:
A review of the device history records (DHR) was performed for the reported packaging lot for item number h965101511 for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the drainage catheters product family and the failure mode "hub cracked. " no adverse trend was identified. The returned device sample, along with a supplier corrective action request (scar) was sent to freudenberg medical, angiodynamics' supplier of the drainage catheter. Their review stated that the full catheter sample was not returned: the catheter had been cut in half with only the proximal portion of the luer/hub assembly being returned. The knob was unlocked and locked again. During locking the audible "click" was heard on the sample. Visual examination confirmed that the hub body was cracked opposite of the parting line location. They indicated that the complaint is not manufacturing attributable. Potential causes of hub cracking at the end user hospital include: cross threading of the mating luer as the device is attached, over-tightening during initial installation resulting in an immediate crack, over-tightening during installation resulting in a longer term stress crack due to an oversize mating luer taper, and environmental stress cracks driven by a chemical that the catheter has been exposed to during installation or use. Review of the DHR indicates that the device was manufactured in accordance with the device master record. (Pr19710)

Manufacturer narrative:
Angiodynamics' supplier of the drainage catheters, (B)(4), will be made aware of this event via a supplier corrective action request (scar) and will be provided with the returned device for evaluation. A supplemental medwatch will be submitted upon completion of the investigation. (B)(4).

Event description:
As reported, exodus drainage catheter in place for "a few days" and connected to an accordion suction drain. The catheter hub cracked and was removed and replaced. There was no patient injury or complications. The used catheter has been returned to angiodynamics.